Event description:
It was reported that the programmer powered up to an error code. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that it powered up to an error and therefore the link electronic module (lem) board was replaced and calibrated. Analysis also found that the printer drawer was binding, that the keyboard was missing a screw and that the lower case had worn feet. All were replaced to resolve. (B)(4).